Manufacturer narrative:
An investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of oral surgery partners that a hahn tapered implant ø4.3 x 10 mm experienced loss of osseointegration at tooth location #30. The patient was reported as a 52-year-old female with a medical history of high cholesterol and high blood pressure. Bone quality was reported as type ii and oral hygiene was reported as good. The implant was placed on (B)(6) 2023 and the prosthetic restoration was completed on (B)(6) 2024. The patient presented with the issue on (B)(6) 2026, approximately three years after implant placement. Reported patient symptoms included pain. The implant was removed on (B)(6) 2026 using stryker elevator forceps. The implant was not placed following immediate extraction and was not immediately loaded. The patient's symptoms resolved following implant removal. No permanent patient injury was reported. Additional surgical intervention in the form of a bone graft was performed.